Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the generator failed incoming vxi testing due to the liquid crystal display being out of specification electrically (it was missing pixels) and it failed its heart wire connector test as well. Test was reran 10 times and the device passed. Analysis also found that the lower case was broken, the bail covers were broken and contaminated and the battery drawer was contaminated. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.